Manufacturer narrative:
Technician found the bed in the mechanical room. Head up will not raise. Replaced the head up valve to resolve this issue.

Event description:
Bed found in mechanical room with note stating, head will not raise. No alleged injuries.